Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device cannot be sterilized so returning is not an option.

Event description:
It was reported that patient's right hip was revised. As reported by rep: "patient had an infection and had some components exchanged during the I and d".

Manufacturer narrative:
The reported event could not be confirmed, because the complained device was not returned for investigation and not enough information was provided. In order to obtain more details about the reported event and determine a complaint root cause the sales rep was contacted. It was stated that due to ¿hospital and surgeon policy¿ no further information will be available. Therefore also the checklist ¿infection complaints ¿ checklist customer¿ (cmfqf 13-003) could not be completed. This document is sent out by default to customers in case of infection complaints to provide more details about the event and to support the determination of the root cause. For infection complaints expanded investigations are performed at the manufacturing site stryker orthopaedics in limerick (ireland) to assure that neither the complained device nor all related manufacturing process steps (e.g. Environmental monitoring, sterilization validations tests) have caused or contributed to the reported event. Furthermore it is evaluated if the risk assumptions in the related fmea are in correspondence with the reported event. All results of this expanded investigation were documented within the ¿infection complaints - checklist investigator¿ (cmfqf 13-002). No discrepancies were found. In the present case the available information was not sufficient enough to determine the exact root cause for the failure mode. In accordance to the related risk management file possible root causes could be: ¿ expired shelf-life ¿ sterile barrier compromised ¿ inappropriate packaging ¿ inappropriate handling by hcp, for example resterilisation ¿ environmental conditions (heat, moisture, pressure) ¿ product damaged (e.g. During shipping) ¿ environmental conditions (heat, moisture, pressure or delivery device exposed to MRI with unknown implications) ¿ injecting other liquids not supplied with package with cement ¿ desiccant material (silica gel) gets implanted with product(hydroset 1 only) ¿ other materials are added to the cement before application to patient ¿ 1808: application of liquid without mixing with powder ¿ excessive forces (e.g. Moving, positioning, holding) ¿ moist sterilization results in delaminated glass ¿ eo sterilization results in residuals present in liquid based on investigation including a DHR check and an expanded investigation at the manufacturing site there is no indication for any systematic design, material or manufacturing related issue. Therefore no further corrective and/or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend.

Event description:
It was reported that patient's right hip was revised. As reported by rep: "patient had an infection and had some components exchanged during the I and d".